Event description:
It was reported that the sagb was explanted due to gastric erosion. It was reported by the surgeon that the patient was non compliant to the prescribed dietary regime. During the evening, the patient would eat solid foods even though the surgeon had prescribed a liquid diet.

Manufacturer narrative:
Date sent: 11/16/2007. Information anticipated, but unavailable at this time. Product code has the same balloon component as sold in the us.